Event description:
During follow-up, a loss of capture and increased pacing impedance were observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement due to the patient's anatomy. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.